Event description:
The patient stated that the pump had been in for several years and it was not working. The patient would like to get it removed. The patient¿s last refill was (B)(6) 2013. They spoke with their primary healthcare provider and were told that they would not find anyone to touch it. The medication infused was dilaudid.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).